Event description:
The customer reported that while the unit was in use on a patient, they were unable to connect the external ibp cable into the phonejack and the ECG waveform was noisy. The patient was switched to another unit and therapy was continued. No patient injury was reported.